Event description:
Reportable based on device analysis completed on 21 aug 2024. It was reported that there was insufficient output. A 135x40cm ekosonic endovascular device was selected for a periacetabular osteotomy (pao) right leg and sheath to left groin procedure. Coolant was administered at 35ml/hr and drug was at 1mg/hr. Approximately 4 hours into therapy run time, there was a red x msd alarm followed by an ekos waves and red x alarm. The nurse confirmed that the msd was properly seated. No bent pins or fluid ingress were noted. Toggle switch was turned off for 30 seconds, and the nurse pressed start. The alarm returned with box with red x ekos waves. All msd groups disabled. The nurse went through checking msd again. It was decided to run the catheter as a plain infusion catheter to complete the procedure. There were no patient complications reported. However, device analysis revealed the drug luer was cracked and leaking.

Manufacturer narrative:
Device evaluation by manufacturer: the ekos device was returned for analysis. The ekos device was observed visually for abnormalities, and it was found that the ultrasonic core (usc) was significantly kinked approximately 2cm from the luer barb and appeared to have charred wiring. The infusion catheter (ic) was significantly kinked at approximately 29cm and 37cm from the strain relief. Additionally, the drug luer was cracked. The device was leak tested, and it was found that the device leaked from the drug luer where the cracking was present. The device was tested for functionality on the cu4.0 console, and an e311 alarm, indicating all ultrasonic groups disabled appeared 30 seconds into therapy. The reported event of the error alarm was confirmed.